Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4). Information updated: - h6: evaluation conclusion codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported pain, urinary frequency, malposition and migration was determined to be due to a malposition error during the original implantation procedure. Additionally, the reported pain and urinary frequency are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain on his bladder and increased urinary frequency following the implant procedure. A scan revealed that due to poor placement of reservoir upon initial implantation, the reservoir migrated from the space of retzius, near to the bladder, putting pressure on the bladder. A surgical procedure was performed to remove all the components and replace with a new ipp device. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain on his bladder and increased urinary frequency following the implant procedure. A scan revealed that due to poor placement of reservoir upon initial implantation, the reservoir migrated from the space of retzius, near to the bladder, putting pressure on the bladder. A surgical procedure was performed to remove all the components and replace with a new ipp device. No additional patient complications were reported.